Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the new insulin pump needed assistance in programming. Customer's blood glucose was 447 mg/dl. Customer treated her high blood glucose with manual insulin injection. After troubleshooting, customer decided to revert to using the old device. Customer will not be returning any device for analysis.